Manufacturer narrative:
The fse reported no damage to any property. The fse did not report flames, arching or shock. A fire extinguisher was not used nor was the fire department called. Fse replaced the valve assembly 1-11, the solenoid cable and main card. The fse verified instrument operation. The root cause is that tubing popped off vl 9 that leaked diluent reagent onto the instrument main board during instrument servicing and a liquid leak onto the instrument main board.

Manufacturer narrative:
Correction: from: (B)(4), to: (B)(4).

Event description:
During instrument servicing for an unrelated event on the act 5 diff instrument, a beckman coulter inc (bci field service engineer (fse) noticed a smoke smell. Fse changed out the vl8 valve and during testing a tube popped off the vl9 on the 11 valve bank during service. A short while later, an electrical burning smell was noticed and the instrument shut itself off. Per fse, vl9 line carries diluent reagent. No exposure to open lesion or mucous membranes or any contact to eye or skin to the diluent reagent leak. The fse stated that he was wearing proper ppe. No fire or smoke was visible during this event. No death or injury requiring medical intervention is attributed or connected with this cf.